Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose of 470 mg/dl. The customer's current blood glucose value was unknown. The customer did not provide information about symptoms. The customer treated high blood glucose with manual injection. The customer also reported damage to battery cap. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with stripped battery cap coin slot (p) noted. (B)(4).